Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6). Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a no delivery alarm. Customer reports that this occurred while attempting to administer a bolus. Customer's blood glucose at the time of the incident was 185 mg/dl. Customer is able to troubleshoot. Customer reports that after removing the infusion following the occlusion, they observed the infusion set cannula to be bent and angled to the side. Customer also reported experiencing problems with her serter becoming stuck. Customer was advised to replace her infusion set. The infusion set is expected to be returned.